Event description:
A case study was submitted for review titled "intravascular ultrasound system-guided bail-out stent implantation for iatrogenic aortocoronary dissection: a case report". This case study reports a case of an iatrogenic aortocoronary dissection (acd) following catheter engagement and balloon inflation of the proximal right coronary artery (rca) during an elective percutaneous coronary intervention (pci). The patient, with known hypertension, presented with an acute inferior wall st-elevation myocardial infarction. Emergent coronary angiography revealed the three-vessel diseases. Subsequently, primary pci for the culprit lesion of the occluded mid-circumflex artery was successfully performed. Statins and dual antiplatelet therapy were initiated. The post-operative course was uneventful. After 10 days, an elective pci for the residual rca lesions was performed through the right radial artery. After the engagement of a 6f medtronic launcher guide catheter and wire crossing with a non-medtronic (mdt) 0.014-inch floppy wire, the non-mdt intravascular ultrasound (ivus) system could not pass the proximal rca stenosis. The narrowed proximal rca was dilated with a 3.0x8mm non-mdt non-compliant (nc) balloon. Angiography revealed dissection of the proximal rca. The ivus revealed a longitudinal intraluminal tear of the proximal rca with an accompanying aortocoronary intramural haematoma. Right coronary artery ostium had a circumferential haematoma. An iatrogenic acd was identified. Therefore, it was planned to perform stent implantation of the entry tear to prevent further dissection. After dilation of the mid-rca by a 2.0x8mm non-mdt nc balloon with the support of a 6f non-mdt guide extension catheter, angiography showed an acd extending to the right coronary cusp and new coronary dissection of the right ventricle branch. The ivus showed an extended intramural haematoma of the mid-rca. The position of stent deployment was determined using ivus marking without contrast injection. The proximal and distal patent lumens were positioned using a radiopaque marker. A 2.75x38mm non-mdt drug-eluting stent (des) was deployed at the proximal rca to seal an entry tear and mid-rca lesion. The ivus revealed a stent-distal intramural haematoma. Therefore, a 2.5x38mm non-mdt des was additionally deployed at the mid-rca. The ivus revealed a stent-distal intramural haematoma at the distal rca. Angiography revealed a remaining contrast inflow to the false lumen of the right coronary cusp. Considering the good coronary flow without angiographic obstruction at the distal rca, conservative treatment of stent-distal haematoma was selected. A 3.25x12mm non-mdt nc balloon was dilated at the proximal rca to reduce the coronary inflow towards the false lumen by stent expansion. The ivus revealed an expanded in-stent luminal area. Final angiography showed good coronary flow except for the right ventricle branch, with a remaining but not worsening acd. Intraprocedural and post-procedural transthoracic echocardiography revealed good left ventricular wall motion without pericardial effusion or aortic valve regurgitation. The patient was monitored in the cardiac care unit on that day. The following day, coronary computed tomography (cct) revealed an aortocoronary intramural haematoma without pericardial effusion. The post-operative course was uneventful. The patient was discharged one week after pci for rca. Follow-up ccts at 2 weeks and 6 months after the initial cct revealed regression and eventual disappearance of the haematoma. Elective pci for the residual left anterior descending lesions was performed 3 months later. No cardiac events have been recorded during the 18-month follow-up period.

Manufacturer narrative:
Title: intravascular ultrasound system-guided bail-out stent implantation for iatrogenic aortocoronary dissection: a case report. Authors: tomoki fukui and nobuyuki ogasawara. Journal name: european heart journal - case reports year: 2023 reference: doi: 10.1093/ehjcr/ytad332 b3: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.